Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the slitter blade did not cut correctly causing the proximal part of the sub-selector catheter to be broken. The physician tried to finish cutting the catheter with the same blade and with the help of a mosquito forceps but it was unsuccessful. Another blade was used to finish the procedure correctly. No patient complications have been reported as a result of this event.